Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn quick suture. The client reported that the needle was not conntected to the suture, before use. Batch number unknown - we are waiting for information from customer. Additional information has been requested.

Manufacturer narrative:
Summary of investigation: without batch number, we cannot check the information regarding product stock or batch manufacturing records. We have not received any sample, only a picture showing an open sample with the needle detached from the thread and the thread not wound on the pack. However, without closed samples and/or defective samples a proper analysis cannot be performed. Batch manufacturing record: without batch number, we cannot check the information regarding batch manufacturing records. Conclusion root cause analysis: it has not been possible to determine the root cause as no samples have been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.